Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small white particle was observed in the glucose chamber of a multilayer bag set. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.